Manufacturer narrative:
(B)(4). Title unidirectional barbed suture for caginal cuff closure without backward stitch in total laparoscopic hyzterectomy source japan society of obstetrics and gynecology, 2018 (1-7) date of publication: july 18, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature article report, the safety and efficacy of unidirectional barbed suture technique for vaginal cuff closure in total laparoscopic hysterectomy (tlh), one hundred sixty-five patients were included in the study. In all cases vaginal cuff closure (vcd) was performed with a single layer technique using a unidirectional barbed suture. Intraoperative complication was bladder perforation. Postoperative complications were vaginal cuff dehiscence was reported in 3 patients. Two of the three patients were admitted with pain, bleeding (the median estimated blood loss was 87.8 ml), and vaginal evisceration of the bowel. Both patients underwent transvaginal repair of the defect using other suture device. Both patients were discharged 3 days later. The third vcd patient presented to the emergency room with vaginal bleeding 3 weeks after surgery (the median estimated blood loss was 87.8 ml). Partial dehiscence of the vaginal cuff was observed on the first bite of suture. The defect was sutured, and the patient was discharged the next day. Cuff cellulitis in one patient and unexplained fever in one patient. There was vesicovaginal fistula.